Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter hub defective. The following information was provided by the initial reporter: needle removed from package. Nurse noticed bent at the hub and reported to mm.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00718 was sent in error. (Needle bent) is not considered to be a reportable malfunction. MFR#: 1710034-2023-00718 is void as a result.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter hub defective. The following information was provided by the initial reporter: needle removed from package. Nurse noticed bent at the hub and reported to mm.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 31-may-2023. Medwatch report # mw5117729.